Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received false negative troponin t results for several different samples obtained from one patient. The patient had been diagnosed with heart failure and the physician expected a higher result. Initial troponin t gave < 0.010 ng/ml. A second sample obtained the same day from the patient gave < 0.010 ng/ml. On (B) (6) 2010, a third sample obtained from the patient gave < 0.010 ng/ml. On (B) (6) 2010, a fourth sample obtained from the patient gave < 0.010 ng/ml. On (B) (6) 2010, a fifth sample obtained from the patient gave 0.013 ng/ml. No infomation provided if patient was adversely affected. Troponin t reagent lot number - 155235. Investigation is on-going.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a graspit urological grasping forceps was used in an unknown procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the physician attempted to open and close the forceps during functional testing outside the patient, however the grasper jaws did not advance out of the sheath. The handle was actuated with no abnormalities, however it appeared there was nothing inside the device to move. It is unknown if anything had detached inside the packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Five patient samples were provided for investigation. All patient samples recovered negative for troponin t with the elecsys troponin t and elecsys troponin I generation 4 assays. Ck-mb values decreased in the patient samples. There was no hint to any interfering factors in the patient samples causing reduced troponin t recovery. The occurrence of a false negative result is therefore unlikely. No adverse events in connection with the negative troponin t results were reported.